Event description:
It was reported to intuvie that the z-800f infusion pump failed to notify the customer of air in the IV line; however, no patient injuries were reported.

Manufacturer narrative:
The device has not yet been returned, and a review of the reported serial number revealed no similar complaints. A follow-up investigation will be conducted upon the return of the device. The investigation remains ongoing. Reference to complaint # (B)(4).

Manufacturer narrative:
Intuvie received a report indicating that the pump failed to generate an alert for air detected in the tubing. A review of the device's serial number history revealed no prior similar complaints. The device was not returned for evaluation; therefore, the failure mode could not be confirmed, and the root cause remains undetermined. CAPA- zm2023-08 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).